Event description:
Pt implanted in upper and lower lips on 08/27/1998. Onset of infection and implant extrusion 09/30/1998. Pt treated with antibiotics on 09/30/1998, and augmentin on 10/08/1998. Implant explanted 10/15/1998.